Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead fracture was suspected. A device interrogation revealed a sudden rise in impedance. It was noted that a switch to unipolar pacing had occurred and myopotential oversensing was noted as isometric maneuvers showed lead noise. When the lead was returned to a bipolar pacing configuration impedance remained high. The noise could not be reproduced in bipolar configuration and the patient was asymptomatic. The physician chose to remotely monitor the patient closely. Elective lead replacement during a future device change was discussed with the patient and the lead remains in use. No patient complications have been reported as a result of this event.